Event description:
It has been reported to philips that the system displayed an ¿emergency stop¿ message during a procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a neurovascular treatment which was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the emergency stop message was displayed and the situation did not change even after restarting the system. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that power was not being supplied to the geo unit in the cabinet and there was no main power line output on the m cabinet side. The fse confirmed that the defective fuse was causing the reported issue. To resolve the reported issue, the fse replaced the spare fuse and the unused socket. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.